Event description:
A malfunction, referred to as malf 12, was reported by the customer, and the technical support team provided guidance on resetting the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within normal range. After receiving assistance from technical support to reset the pump, the malfunction did not recur, and the customer was instructed to continue using the pump and to reach out if the issue happened again.